Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported balloon detachment was unable to be confirmed as the device was separated at the mid lap seal and the distal portion of the device was not returned. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional information received, thrombus was confirmed through angiography; prior to implantation of the xience xpedition stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balanced middleweight, guide cath: 6f cordis, xb 3.5. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient experienced cardiac arrest on (B)(6) 2016 and coronary angiography revealed the proximal left anterior descending coronary was mildly tortuous, mildly calcified and 99% stenosed. After thrombus aspiration was performed, the 3.5x23 mm xience xpedition stent delivery system (sds) was advanced without resistance in the patient anatomy for direct stenting. The stent was deployed, however, the balloon failed to deflate. Further attempts to deflate the balloon were unsuccessful. It was impossible to remove the sds from the patient anatomy, due to the balloon remaining inflated. During the attempt to remove the sds, the balloon broke and a portion of it remained inside the patient. The patient was urgently sent to the surgical department to remove the remaining segment of the balloon. The patient is alive. It was commented that the patient wiggled during the procedure, kinking the arm where the radial access was performed. The patient experienced cardiac arrest several times during percutaneous transluminal coronary angioplasty (ptca) and was defibrillated several times. There was a clinically significant delay in the procedure. No additional information was provided.